Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be paired to monitoring application. A bluetooth low energy (ble) telemetry anomaly of the device was suspected. The patient is anticipated to be seen in-clinic for further investigation. The patient was in stable condition.